Event description:
It was reported that in (B)(6) 2005 a patient had a device implanted. The patient stated ¿he didn¿t test it so it didn¿t work¿ and ¿they had to put in again 4 months later. Patient stated the first one was completely dead and it was nothing.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 377875 lot# v003908, implanted: 2006 (B)(6); product type lead product ID 355029 lot# n070935, implanted: 2006 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that a patient had lead migration. Leads were dislodged. The implantable neurostimulator and leads were replaced on 2007-(B)(6). The health care professional did and x-ray show lead migration. The patient required hospitalization due to this event. The patient recovered without sequelae.